Event description:
Additional information was received that the device was interrogated with a programmer and the ble was re-established.

Manufacturer narrative:
Product #1 pi main [(B)(4)] an event of unable to pair resulting in no clinical signs, symptoms or conditions which caused no health consequences or impact to patient was reported. The status of application is not applicable and is not returned. Rcts was contacted. Analysis of the information provided confirmed the event of unable to pair. A device history record (DHR) review was not required per investigation procedure. The cause of the reported event could not be determined; however, the reported incident was resolved with assistance from the field.

Event description:
It was reported that the device could not pair. Abbott technical support was contacted and reprogramming was recommended, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences.